Event description:
Tremendous and severe pain in left knee during injection; heart palpitations during injection; left knee tender to the touch; constant pain (left knee). Information was received in 2004 from pt, with a history of knee pain, 2 arthroscopies (dates unknown), cartilage removal in left knee (date unknown), deterioration of left femur, tibia, and patella surfaces subsequent to accident, obsessive compulsive disorder, anxiety and attention deficit disorder who experienced tremendous and severe pain in left knee during injection, heart palpitations during injection, the left knee being tender to the touch, and constant pain. They began treatment with synvisc a month ago. The pt received a synvisc injection to the left knee. During the injection, they experienced tremendous and severe pain and heart palpitations. "But the palpitations may have been a pain response." The left knee continued to be tender to the touch and they were in constant pain that seemed to be worsening. The left knee was not red, hot or swollen. The pt had been back to the physician 3-4 times since the injection. They were given a "pain block" (medication not specified) that only lasted 8-hours the first time and 4-5 hours the next time. The pt was prescribed ultracet (bid) which did not seem to help. At the time of this report, the pt had not yet recovered. Additional info was received 2 months later from the physician. The reported events resulted in persistent or significant disability. The pt had unrelenting knee pain within minutes after the synvisc injection requiring treatment with intra-articular lidocaine/marcaine injections for 2-3 days to alleviate the pain. At the time of this report, the pt's outcome was unknown. Qa results: review of data did not indicate trends that could be associated to any product complaint.